Event description:
The customer called to report a motor error alarm after the insulin pump was exposed to an MRI. Troubleshooting was performed and the insulin pump failed the displacement test. The insulin pump also continued to alarm motor error during the rewind. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.